Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscopic inspection revealed that the first and second cylinders had wear at folds in the proximal, middle, and distal ends, with additional kink resistant tubing (krt) wear on the outer tubes in the proximal ends. The first cylinder also had a hole in the outer tube. The reservoir krt had a hole from wear, and the flat reservoir showed wear at a fold in the shell. The ms pump first cylinder krt was ripped at the base of the strain relief from avulsion. Leakage testing showed that both cylinders passed, while the reservoir krt and ms pump krt leaked and did not pass. The ms pump passed functional testing. The allegations of tube - hole, perforated and device - fluid leak were confirmed. The reservoir krt leak was due to fatigue, and the ms pump krt leak was likely caused by a sharp instrument during explant surgery, as no wear was present around the tear. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis ipp stopped working due to a suspected fluid leak. A surgical procedure was performed to explant and replace the ipp. Upon removal of the device, tears in tubing were noted near the pump and reservoir. A new ipp was then implanted. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis ipp stopped working due to a suspected fluid leak. A surgical procedure was performed to explant and replace the ipp. Upon removal of the device, tears in tubing were noted near the pump and reservoir. A new ipp was then implanted. No patient complications were reported.